Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported experiencing high blood glucose of 242mg/dl. The caller stated that she smelled insulin and changed the infusion set, then she took 15 units of insulin by manual injection, but her blood glucose did not drop. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. After the tubing clamp arrived the customer called back to perform the high pressure test and the test failed twice. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.